Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed: "runtime calibration failure - 1051," "compressor failure -1002," "self-check failure- 1003," off set self check failure - 1174" and "internal comm failure - 1474" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll approved business provider for evaluation. Internal inspection found the device was affected by fluid ingress. It is recommended to scrap the device. Analysis of reports of this type has not identified an increase in trend.